Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) female presents for extraction of one cardiac lead from the ra due to cied/pocket system infection. A spectranetics 16fr sls laser sheath was used. Difficulty in advancement occurred at the area of the svc/innominate. The patient experienced hemodynamic changes and a cardiac effusion was confirmed. Sternotomy revealed a tear from the innominate to the svc. The patient was placed on bypass and the defect was repaired. The patient survived the intervention. This report is being made against the spnc sls ii as a potential mechanism of injury.